Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist review the customer care advocate's (cca's) documentation and will send a follow up letter to the pt. The pt reported the following info. In 2009, the pt complained that she had obtained an error 1 prompt when performing a blood glucose test the previous month. Whether the pt used a backup meter after obtaining an er1 is unk at this time. On event date, the pt was hospitalized with blood glucose over 230 mg/dl. It is unk if this was an admitting blood glucose or on another meter. At the time of hospitalization she allegedly was unconscious. The pt's blood glucose and pancreatic function were monitored until discharge one week later. The pt's regime is oral diabetes medication with diet and or exercise. Because the pt allegedly experienced hospitalization a few days after obtaining error 1 on the meter and being unable to test, the complaint is reported. The cca replaced all products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.